Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s pocket was noted to be infected with a yellowish discharge a few days post lead implant. The patient¿s system was removed. The patient was stable.